Event description:
A report was received that the patient was experiencing discomfort at the pocket site. The patient underwent a pocket revision during which the ipg was relocated lower in the buttock area. Also during the procedure, the physician clamped down on the right lead and as a result it was displaying high impedances. The left lead was still working and adequate coverage was achieved with just the left lead. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-70 serial # (B)(4) description: st linear lead, 70cm with pre-loaded 0.014 inch stylet.